Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support, who provided information on how to reset the pump, and after the reset, the malfunction did not recur. The customer was instructed to continue using the pump and to call back if any malfunction code recurs, which they acknowledged and understood.